Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: intra-operatively in a laparoscopic anterior resection, during the anastomosis of the bowel, the device produced only one donut. There was unanticipated tissue loss as a result of the problem. The surgeon hand sewed the anastomosis to complete the case and resolved the issue. There was temporary injury as a result of the event.